Manufacturer narrative:
The insulin pump passed displacement test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with no vibration due to broken vibrator wire. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had vibration anomaly during normal use. Customer's blood glucose at time of incident was 156 mg/dl. The customer stated that the settings is correct and no battery status. The customer stated that there is no vibration during self-test. The customer was asked verbally and in written form to return the broken pump for analysis.